Event description:
Attorney reports: in 2006--the patient underwent a ventral hernia repair procedure with implant of a composix mesh patch. In 2008, the patient was hospitalized and found to have omentum strongly stuck to the prolene side of the mesh and within the area of the recurrent ventral hernia. The surgeon performed lysis of the adhesions and separation of the omentum for the mesh patch. The patient has suffered physical pain and disfigurement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.